Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted (B)(6) 2003; 694958 lead, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had developed exit block. It was also noted that the rv lead had high thresholds and non-capture. The rv lead was capped and a chronic, previously capped lead was used to replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.